Manufacturer narrative:
H3 other text : device not returned to manufacturer..

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged nose irritation,,respiratory tract irritation,headache,pulmonaty reserve. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, dizziness, headache and lung disease reduced cardiopulmonary reserve. The manufacture previously reported incorrectly as product problem, in this report serious injury is being reported. Box b and h is updated in this report.